Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump declared multiple temperature alarms. Reportedly the pump was dropped before the alarm occurred. The pump was not exposed to abnormal temperature conditions. The customer's blood glucose levels ranged from 135 (mg/dl) to 178 (mg/dl). Reportedly, the customer reverted to manual injections for insulin therapy.